Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendations for patients that may be symptomatic with mode switch and/or remaining battery longevity 4 years or less is to have pacemaker generator replaced concern for patient to be symptomatic with mode switch and battery longevity ~4.5 years remaining patient had pacemaker generator change on [redacted].